Event description:
It was reported that the device detection was turned on prior to the implantable cardioverter defibrillator (ICD) being implanted resulting lead integrity alert (lia) triggering for lead impedances out of range during device implant. All subsequent lead impedances were normal and stable with normal thresholds and sensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.